Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6) 2011. According to the complainant, on (B)(6) 2011, the entire device fell inside the patient's stomach. The device was retrieved with an endoscope. A different device was placed in the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact age of the patient is unknown; however, over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device found no issues. The outer diameter of the butto and outer shaft weren measured and found to be within specifications. The migration of the complaint device in the clinical sitting could not be verified. It is possible that the gastrostoma enlarged during the two months indwell time allowing the button to fall into the stomach. Additional factors such as feeding and / or cleaning technique could also contribute to device migration. Therefore the most probable root cause is undeterminable.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2011. According to the complainant, on (B)(6), 2011 the entire device fell inside the patient's stomach. The device was retrieved with an endoscope. A different device was placed in the patient.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.